Manufacturer narrative:
E1: initial reporter first name: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial dwell phase four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was poor connection that led to this alarm. Renal therapy services (rts) assisted to end the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to b5: during follow up, it was clarified that the patient did not tightened the connections enough prior to therapy, therefore the homechoice cassette is no longer a suspect product. The device malfunction a system error 2240 in isolation does not indicate product malfunction or that patient harm has occurred. The issuance of a se 2240 or se 2267 alarm provides a protective mechanism which is intended to prevent the delivery of air and/or microorganisms into the peritoneal cavity. When the cause of the alarm is an alleged or confirmed product malfunction, there is potential for the user to be exposed to microorganisms. User errors are reported when required by the regulation ¿ i.e., when they are associated with a reported death or serious injury, or a malfunction that could result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.